Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted increased power readings of their ventricular assist device (vad). The event was confirmed in the controller log files. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noted increased power readings of their ventricular assist device (vad). The event was confirmed in the controller log files. The patient¿s condition reported to have stabilized when they developed a neurological respiratory arrest on (B)(6) 2018. The site was concerned about a possible intracranial hemorrhage but a computerized tomography (CT) was negative. The patient¿s international normalized ratio (inr) was noted to be trending downwards but was apparently too high for thrombolytic therapy. The vad continued to show evidence of elevated power consumption and the site was concerned about a possible thrombus with ongoing hemolysis. The patient continued to decompensate with power consumption over 20 watts and anemia requiring blood transfusion. The patient subsequently developed pulseless electrical activity. A decision was made to discontinued ventilator and vad therapy and the patient expired.

Manufacturer narrative:
Pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported ¿high power¿ event was confirmed through log file analysis, which revealed an increase in power consumption beginning approximately (B)(6) 2018, to parameters above the normal operating range. Eight (8) high watt alarms have be en logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product event summary: possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.